Manufacturer narrative:
The actual device was available for evaluation. Visual inspection of the product showed a crack on the deaeration chamber at the level of replacement line connection. An air leak test was performed (2 bar), and a leak was observed at the level of the crack. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use with a prismaflex tpe set, an external fluid leak "at the bubble trap" was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.